Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Tandem technical support performed a system check and no issues were identified. Customer resumed insulin after replacing pump supplies. Customers blood glucose was 204 mg/dl.